Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple altitude alarms. The cartridge had been changed 3 times; however, the alarm reoccurred. The customer's blood glucose was impacted; however, the bg value was not provided.